Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg wire is confirmed but the exact cause is unknown. One 3cg stylet t-lock assembly was returned for investigation. The stylet was observed to be intact. A kink in the polyimide tubing was present 1 cm from the distal end. The event description indicates a 0.018 nitinol straight tip guidewire was also used for placement. Microscopic observation revealed the kink to be located between magnet locations. The polyimide tubing was cut near the kink area in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include advancement against resistance and patient anatomical factors. Since a kink was present on the returned device, the complaint is confirmed. A lot history review (lhr) of redw0585 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bedside PICC service placing PICC line using 3cg wire. Mild resistance when advancing PICC with 3cg wire secondary positioning. Arm repositioned and PICC line with wire advanced without issue. When 3cg wire removed it was noted to have a bend approximately 2 cm from the tip of the wire. All of the wire was present upon removal. Bard powerpicc catheter with sherlock 3cg, lot # redw0585, 0.018 nitinol straight tip wire also used for placement. On (B)(6) 2020 - returned wire is kinked.